Event description:
The ve left ventricular assist device was implanted in 1999. On 01/25/2000, the pt's flows dropped from 7.5lpm to approximately 3.5lpm. The hosp believed this drop in rate was due to fungi seeding of the left ventricular assist device. The hosp forwarded the MFR waveform data to review. In 2000, the pt's flows dropped to 0.5 to 0.8lpm, the pt was brought to the operating room and the left ventricular assist device was changed out. The surgeon confirmed in the operating room that the left ventricular assist device inflow conduit was almost completely obstructed with fungus and the outflow conduit also contained fungus.